Event description:
It was reported that the patient presented to the clinic and stated that their system controller was shocking him when it touched his bare skin. The patient disclosed that the controller had been exposed to water 2-3 months ago, however the controller had been shocking and burning them since (B)(6) 2021. Dermatology had been following wounds on the patient¿s abdomen for two years. The results were non-conclusive, so they were now thought to potentially be electrical burns. The wounds were noted for the first time in (B)(6) 2022. The patient stated the same marks would appear anywhere that the controller touched their skin. The patient sleeps with the controller uncovered but it would touch their right arm, upper thigh, or on their abdomen. The patient felt shocks from the controller every day. Log file review showed that the controller temperature was noted to be 44-46 degrees celsius when the acceptable range is between 0 and 32 degrees celsius. The burns on the patient¿s skin were unable to be confirmed as electrical burns. The system controller was exchanged, and the patient had not felt any shocks since the exchange. The first instance of the controller shocking the patient in (B)(6) 2022 is reported under MFR # 2916596-2024-02119.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported events of the controller shocking the user and the controller overheating were unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis and a log file was submitted and downloaded for review. A review of the log files showed overlapping events spanning approximately 5 hours ((B)(6) 2024 from 06:37:25 ¿ 11:53:48, (B)(6) 2024 per timestamp). Events occurring on (B)(6) 2024 were recorded during testing at abbott. The controller¿s internal temperature ranged from 24 - 46 degrees celsius. Design requirements detail the controller case should not exceed at 10 degrees celsius temperature rise under maximum output conditions. The internal temperature recorded within the log file cannot be conclusively correlated to the controller case temperature. The driveline was disconnected on (B)(6) 2024 at 11:53:43 for a system controller exchange. There were no other notable alarms active in the log file. The controller was functionally tested and was able to support pump function for an extended duration without any alarms activating. The leakage current was measured while the returned system controller was powered by a test mobile power unit (mpu) and the patient leakage current (i.e., the ac current flowing from ac mains to the patient) was within the spec of 10 a. The controller was then connected to a mock loop, test mpu, wrapped in a small blanket, and allowed to run overnight. A therorrmocouple was connected to the front and back of the controller. External temperature did not exceed 34.5 degrees celsius. Additional information provided by the vad coordinator on 20mar2024 stated the wounds on the patient being due to electrical burns from the controller was unable to be confirmed, and that it is unknown if the patient has felt any shocks after the system controller was exchanged. A root cause for the reported events was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on (B)(6) 2021. The heartmate patient section 4 ¿ ¿living with the heartmate 3¿ and heartmate 3 instructions for use section ¿patient care and management¿ state that static electricity occurs when two objects come into contact. Patients can receive a static shock when doing things such as folding or changing bedsheets, taking laundry out of a dryer, dragging feet on a carpet, or touching the screens of older tvs or computers (lcd and led screens are okay). Fabrics like wool, silk, and synthetic materials can build up static electricity. The use of cotton fabrics is recommended when possible. Static electricity is common when the air is dry. A humidifier can make air less dry and reduce static electricity. Patients can reduce static electricity by using products such as: a humidifier to add moisture to the air, dryer sheets and fabric softeners in clothes and bedsheets, anti-static spray on carpets and other materials, skin moisturizer on their skin, and cotton fabric clothing and bedsheets. Additionally, it is suggested that patients use battery power. The heartmate patient handbook and the heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ explains that to avoid the risk of electric shock, the mobile power unit (mpu) must be plugged into a properly-tested ac electrical outlet that is dedicated to mpu use. Do not use portable, multiple outlet (power strip) adaptors or extension cables. Additionally, it is suggested that patients use battery power instead of the mpu when not sleeping or relaxing to reduce the risk of system damage from high levels of static electricity. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ state to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). Additionally, section 2 explains the system controller user interface, including the display screen and all buttons, lights, and symbols. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.